Event description:
It was reported that, during a knee arthroscopy, the second peek (t2) of a fast fix 360 did not deploy, as the pushing mechanism became stuck in the tip of the needle and did not retract. Both t1 and t2 were removed from the patient by pulling, and the thread broke. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. Additional anesthesia was not required. It was necessary to anchor the new suture at a different insertion point than the previous one where the implant failed because this hole tore; therefore, the hole remained empty in the meniscus. No further complications were reported. The patient's health condition is stable.

Manufacturer narrative:
H11: h2: additional and corrected information in b5 and h6: medical device problem code.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection revealed that it was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. The suture has no visible defect. The t1 is fractured at the tip. The suture knot is tightened down. The needle assembly is severely bent. Bio debris is present. A functional evaluation was performed on the returned device and found that the actuator cannot cycle due to the severely bent needle assembly. An assessment of material characteristics found that based on the condition of the t1 implant found during visual inspection, additional material testing is not required; and based on the condition of the suture material found during visual inspection, no fracture of the suture could be confirmed. Additional material testing is not required. A complaint history review found similar reported events. A review of the material specifications found that the raw material strength requirements and storage requirements are specified for the anchor material and that each lot of the anchor and suture material must be accompanied by a material certificate of analysis. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the non deployment and failure to cycle event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a knee arthroscopy, the second peek (t2) of a fast fix 360 did not deploy, as the pushing mechanism became stuck in the tip of the needle and did not retract. Both t1 and t2 were removed from the patient by pulling. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. Additional anesthesia was not required. No further complications were reported. The patient's health condition is stable.